Manufacturer narrative:
H3/6: the software analysis was completed. The site claimed that the tip stop point was shown as 130mm, and the needle length was set to 136mm to collect the biopsy sample. Based on the logs and archives analysis, it appeared that the site navigated plan 1 and collected the sample. According to the logs, the tip stop point value for plan 1 was calculated as 138.6mm. If the user navigated the 136mm length of the needle on plan 1, whose tip stop point is 138.6mm, there was a chance that the inserted needle would not reach the intended target location. Instead, it would reach 2-3mm proximal to the planned target site within the pre-target zone, potentially resulting in the sample being collected from the wrong location. However, there was no solid evidence to confirm this. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Cods b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 s8 2.1 cran EU-e h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that it was noticed that the biopsy needle did not reach the intended target after completion of a biopsy procedure. The tip stop distance was displayed at 130 mm and the target site had been placed at the intended sample collection. A rep noted that the needle was measured such that the tip of the needle was at 136 mm. The surgeon noted that a post operative scan showed the needle did not reach the intended target. There was no delay during the procedure and another procedure was planned to be done. The patient was rescheduled for surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.